Event description:
Customer stated there might have been a clotted sample on the analyzer, tests became blocked for that sample, and the next two samples had "no fluid" errors. He stated they repeated ise testing on five samples, repeat results for two samples were acceptable, results for three samples had to be corrected. The following sodium results were found to be discrepant: sample 1, initial result 128, repeat 135 mmol per l. Sample 2, initial result 132, repeat 138 mmol per l. Sample 3, initial result 134, repeat 140 mmol per l. Customer stated, the patients were not treated based on the initial reported results. The customer cleaned the mix tower which resolved the issue.